Event description:
An aneurx stent graft was selected for treatment of an abdominal aortic aneurysm. It was reported that when the device was removed from the packaging, the cpc insert at the back end of the delivery system which is located outside the patient's body was found broken. The physician elected to proceed with the implant where the device was held stable as deployment of the stent graft was completed. This did not affect the stent graft deployment and the stent graft was successfully and accurately implanted. No clinical sequelae were reported and the patient is fine. The device was discarded after the procedure.

Manufacturer narrative:
Evaluation codes, results: other (cpc insert).